Manufacturer narrative:
Additional information: device manufacture date provided. Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
Device manufacturing date is unavailable. A medtronic representative went to site to test the equipment. Representative reported that the system was functioning normally. Representative found a damaged cable clip on ethernet cord unrelated to the reported issue . A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, while setting up, the site was unable to establish a solid green communication between imaging system and navigation system. Site opted to use another medtronic imaging system for the procedure and were able to successfully establish communication. The procedure was completed with the use of imaging. There was a delay of 10 minutes. No impact on patient outcome.